Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: metallurgic defects were not seen on the exterior surfaces of the device. Normal usage with no evidence of internal damage was found on the device center showed no holes, cuts or tears. The device flowed within the MFR's specs as received. Leak testing confirmed that the device history record was performed on this part/serial number and no manufacturing variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. The facility's report of slow flow was not confirmed by the MFR's analysis of the returned device. The device performed as intended during the MFR's analysis. Based on the available info, no conclusion could be drawn as to the cause of the device's reported decreased flow rate. No further details are available. The MFR is now closing this file on this event. Corrected date: the initial medwatch report which was filed for this event incorrectly lists the implant date as 8/30/96 under section d. Suspect medical device, item #8. The implant date for this device is not known; however, the physician reported on 1/13/97, that the device had been implanted "three cycles ago".

Event description:
The device was implanted for infusion of fudr through the hepatic artery for treatment of cancer. On 1/13/97, the physician contacted a MFR nurse and reported that the device was implanted "three cycles ago". The device was refilled on 12/20/96 with 50cc heparinized saline. At 1/13/97 refill, the residual volume (rv) = 49cc. The device was refilled with heparinized saline following the device declotting procedure through the device. The physician reported that the device flushed easily, after the procedure. The pt was scheduled to return on 1/17/97 for a device refill with chemotherapy and to determine if the device flow rate is appropriate.